Event description:
It was reported that, "pt had lysis around the cup and the screw was broken. Components were removed and the new implants put in place.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and medical records were requested, but not provided. If additional info becomes available then it will be submitted in a supplemental report.